Event description:
It was reported that a pump alarmed for a system error 105 when the device is powered on. The pump was located in the facilities ER care area when the alarm was observed. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the system error 105. It was determined that this was caused by a failed motor which has been replaced.